Event description:
Reportedly, during a follow-up performed (B)(6) 2017, an episode was found stored in the device memories showing what appears to be ventricular oversensing of some type and, reportedly, the physician was concerned there was the possibility the ventricular oversensing could be due to a ventricular lead issue.